Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : australia. Establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026 due to pump drop and caused leakage from base insertion of infusion set. The leakage was from site which leads to high blood glucose.